Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
The non-woven fabric is broken, cotton leaked out [device breakage]. Case narrative: consumer reported via chat that the non-woven fabric broke an cotton leaked out. No injury was reported.